Manufacturer narrative:
Product investigation was completed. Returned product consisted of a watchman delivery system inside the packaging hoop. The implant was located inside the sheath and was deployed during the lab investigation. Analysis of the implant, core wire, tip, sheath and hub/valve included microscopic and visual inspection. Inspection found no damage or defect with the returned device. The device was returned without the packaging.

Event description:
It was reported that the sterile barrier was compromised. A watchman access system and a 33mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. When unpacking the wds from the box, the sterile barrier was found to be ripped. The device was not used. No patient consequences were reported. The procedure was not completed for unknown reasons.

Event description:
It was reported that the sterile barrier was compromised. A watchman access system and a 33mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. When unpacking the wds from the box, the sterile barrier was found to be ripped. The device was not used. No patient consequences were reported. The procedure was not completed for unknown reasons.